Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise was observed on the device. Abbott technical support reviewed session records and stated the noise was observed on the right ventricular and right atrial channels which is consistent with electromagnetic interference (emi). No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.